Event description:
Customer reported that the system was not working. No pt injury was reported.

Manufacturer narrative:
The svc rep found that the workstation floor lock assembly and the c-arm's collimator mag switch assembly were repaired. The system was then checked for errors and is now working as intended.